Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that under sensing and inappropriate shock therapy was observed on the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was stable throughout.